Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that when the port is accessed occasionally doesn't allow flow, leading to potential split of IV line. Occasionally, the reduced flow will build up pressure and shoot out at a high rate of speed.